Event description:
Mesh used to repair hernia in groin. Post-surgery pain much worse than hernia, report to family doctor, referred back to surgeon comment "patch hardens". Given time but recurrent pain, burning tearing repeats again and again, 2 years out from surgery, will need further medical attention. Back to my family doctor. Back to surgeon.